Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of hemorrhage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information as reviewed and a conclusive cause for the reported failure to advance could not be determined in this case. The reported patient effect of hemorrhage appears to be due to reported failure to advance. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report during insertion of the steerable guide catheter, bleeding occurred at the access site requiring medical intervention. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with grade of 4+. The steerable guide catheter (sgc) was inserted into the right groin with resistance and was unable to advance further into the femoral vein. Bleeding from the groin was observed and fluoroscopy verified a shunt between the vein and the superficial femoral artery (sfa). A peripheral balloon was inflated with continuous pressure on the groin by the nurse until bleeding stopped. The mitraclip procedure continued successfully changing access site to the left femoral vein. One clip was implanted reducing mr to 1. No additional information was provided.